Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011-10-24 explanted: product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient was not able to adjust stimulation with the patient programmer. The reporter stated that the display showed the "in the box" icon. It was noted that "in the box" icons are a result of using the antenna locate feature during recharge. It was reported that the patient usually does not use the antenna locate feature but does use it when having issues recharging. The reporter stated that the icons had been on the programmer for about a week or so. The patient reported that she didn't believe "that's the issue" because this was the third time it had happened to her. The reporter stated that the patient's manufacturer representative thought it was an issue with the programmer. Additional information has been requested but was not available as of the date of this report.